Manufacturer narrative:
The reason for reoperation: "experienced deflation in 2006. My implants have been giving me issues from day 1" and "the dr. Went against the manufacturer label and inflated the implant." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "experienced deflation," "my implants have been giving me issues from day 1" and "the dr. Went against the manufacturer label and inflated the implant." This record is for the right side. Device remains implanted.